Event description:
Company received three four-inch strands of 1.7mm orthopedic cable with crimps and one positioning pin for evaluation from the distributor. Co subsequently requested additional information and received a report from their regulatory affairs department (01/29/01). The report provided information from the device user: "after initial noncontrol of an attempt at conservative treatment of midshaft humerus fracture, orif was carried out with 6 hole dcp and cables. Pt was using the forearm for virtunally full weight bearing in transfers (see pt weight). After the initial implant failure, repeat implantation was carried out with a 7 hole dcp, 3 cables above, 8 cortices and 4 screws below. Subsequent failure with pt aggressively actively using the arm resulted in successive disruption of each cable. This is now replaced with 5 proximal cables with maintenance of the distal portion." The design engineer evaluated the device and info. It was concluded the surgeon used the device incombination with a positioning pin, which had not been tested with, nor recommended for, this construct. Due to the cable failure location and the wear mark on the pin, the device failed due to stress risers created at the positioning pin in a crevice corrosopm fatique style. Info received from the surgeon via the distributor suggests the pt was non-compliant as it states, "the pt aggressively actively using arm."

Event description:
Company received three four-inch strands of 1.7mm orthopedic cable with crimps and one positioning pin for evaluation from the distributor. Co subsequently requested additional information and received a report from their regulatory affairs department (01/29/01). The report provided information from the device user: "after initial noncontrol of an attempt at conservative treatment of midshaft humerus fracture, open reduction and internal fixation was carried out with 6 hole dcp and cables. Pt was using the arm for virtually full weight bearing in transfers (see body weight). After the initial implant failure, repeat implantation was carried out with a 7 hole dcp, 3 cables above, 8 cortices and 4 screws below. Subsequent failure with pt aggressively actively using the arm resulted in successive disruption of each cable. This is now replaced with 5 proximal cables with maintenance of the distal portion." The design engineer evaluated the device and information. Based on the evaluation, it was concluded the surgeon used the device in combination with a positioning pin, which had not been tested with, not recommended for, this construct. Due to the cable failure location and the wear mark on the pin, the device failed due to stress risers created at the positioning pin in a crevice corrosion fatigue style. Information received from the surgeon via the distributor suggests the pt was non-compliant as it states. "The patient aggressively, actively using arm."